Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -03.00 diopter, in the patient's left eye (os) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to patient experienced a refractive surprise. The lens was exchanged for another same length but different model and diopter lens. The problem was resolved. The cause of the event was unknown. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found optic deformed and haptic bent and deformed. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found no visible damage to the lens. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -03.00 diopter, in the patients left eye (os) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to patient experienced refractive change overtime. The lens was exchanged for another same length but different model and diopter lens. The problem was resolved. The cause of the event was unknown.